Event description:
Patient called lfs in 05/03 alleging the meter was reading inaccurately erratic. Patient tested the blood sugar and obtained a result of 87 mg/dl. Fifteen minutes later patient collapsed onto the floor. Patient was able to get to the refrigerator and drink a glass of apple juice. Patient tested on the meter again and received a reading of 46 mg/dl. The entire event occurred within 20 minutes. This case is being reported as an adverse event because the meter failed the precision testing and had the patient obtained a correct reading patient may have been able to self medicate accordingly. The meter has been replaced for the patient.